Event description:
The facility reports the resident fell backward out of the lift. The staff were transferring the resident to the private bathroom using a toileting sling. No injuries were reported.